Event description:
Spacelabs received a report that a patient monitor failed to alarm on ventricular tachycardia (vtac) at 12:40am. The patient was directly administered by a nurse who witnessed the rhythm at the bedside and noted that no alarm sounded when the alleged rhythm occurred. The patient died after being coded for 20 minutes.

Manufacturer narrative:
A review of the alarm records in the customer's database indicated that many ECG alarms occurred before 3:56pm (B)(6) and after 1:04am (B)(6). In between, there were no ECG alarms in the database (although spo2 and nibp alarms were present). This suggests that all ECG alarms including ventricular runs (vrun) and high rate alarms were disabled during the interim. The episode of ventricular tachycardia (vtac) that occurred at 12:40am (B)(6), which precipitated this complaint, would not produce a vrun alarm as the nurse expected due to a lack of prematurity in the beats as compared to the baseline heart rate. It did not meet the criteria for a vrun alarm. However, this episode should have produced a ventricular beats/minute (ve/min) alarm but the alarm was suspected to be disabled as suggested from above. The subject device was tested by a field service engineer and passed all tests. The customer is continuing to use the device to monitor other patients. Spacelabs is taking action to provide the customer training on products, alarms, algorithms, and troubleshooting. It is spacelabs' policy to submit a medical device report whenever we become aware of death of any patient connected to our devices. We have concluded that this report is final and consider this issue closed.